Event description:
Incorrect patella was implanted during total knee replacement.

Manufacturer narrative:
Incorrect patella was implanted during total knee replacement. There was no adverse impact to the pt. Initial investigation indicates that incorrect patella was supplied by nursing staff. Review of the device history record indicates that all patella were properly identified and all labelling requirements were met.